Manufacturer narrative:
Results: penumbra system ace 68 reperfusion catheter (ace 68) was kinked approximately 55.0 cm from the hub and fractured approximately 58.0 cm from the hub. Conclusions: evaluation of the returned device revealed the ace 68 was kinked and fractured. This type of damage typically occurs due to improper handling during removal from the packaging. If the ace 68 is forcefully removed from the packaging tray at extreme angles, or if the aspiration tubing packaging tray is not removed prior to removing the ace 68, damage such as this may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital fellow noticed that the penumbra system ace 68 reperfusion catheter (ace 68) was broken in half upon removal from its dispenser hoop. The ace 68 broke in half prior to use and therefore was not used in the procedure. It is unclear whether or not the fellow caused the damage. The procedure was completed using a new penumbra system ace 64 reperfusion catheter (ace 64).